Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 6 railings had failed and did not release properly, requiring the drawer to be pulled outward during medication removal. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 6 drawer rails were failed. A field service engineer (fse) found that the auxiliary 6 full height drawer had broken rails. Fse powered off the pyxis machine, removed the entire drawer to replace the rails, and then powered the pyxis back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.